Manufacturer narrative:
(B)(4). Correction - lot number changed from 309181k1 to 30918k1. Reportedly, the safety release mechanism was not activated to facilitate device removal from the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for separation of the guide reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the safety release mechanism was not activated to facilitate device removal from the patient. The instructions for use (IFU), states: if resistance is met upon removal of the device, follow the steps for using the safety release mechanism in the IFU to facilitate device removal from the patient. Additionally, do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. It was also reported the device was used in a moderately calcified vessel. The IFU, states: do not deploy the clip in areas of calcified plaque.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, upon removal the distal tip metal portion separated in two pieces. The device was not deployed. It was not specified if the safety release mechanism was used to remove the device from the anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information indicated that the safety release mechanism was not activated to facilitate device removal from the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was used the moderately calcified right common femoral artery. The instructions for use, states: do not deploy the clip in areas of calcified plaque. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.